Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention".. H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product. A log review was conducted, which resulted in the following findings: the logs show the customer used vessel sealer extend instrument part# 480422-01 lot# m91200927-0369 on (B)(6) 2020 during a benign hysterectomy procedure on system (B)(4). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided to isi for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the vessel sealer extend instrument broke off. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. If this failure were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a vessel sealer (vs) extend instrument broke off. The surgeon saw the failure and immediately retrieved the fragment with no harm to the patient. The surgeon was offered a replacement instrument, but chose to continue the current equipment believing function was not effected. There was no reported injury or harm. On (B)(6) 2021, intuitive surgical, inc. (Isi) received voluntary medwatch form 0300920000-2021-8005 stating: "the tip of a intuitive da vinci endowrist vessel sealer extend broke off. Md saw the failure immediately retrieve the device with no harm to the patient. Md was offered a new device, but chose to continue with current equipment believing function was not effected." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.